Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiograph was provided, however could not be reviewed by a health care professional as the images were not dated and unable to correlate with the reported event. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised two months post implantation due to loosening.

Manufacturer narrative:
(B)(4). D10: 11-301302 arcos con sz b std 60mm 66055070 g2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.